Event description:
Ous MDR - after an implantation time of about 16 months, it was reported that the ICD was difficult to interrogate during the follow-up on (B)(6) 2013. The patient also reported that he had received a shock 8 days before that. Support by radiology findings, a lead fracture in the costa-clavicular region is suspected. Aside from the described shock, no further deterioration of the patient's state of health was reported.

Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation of the lead body had been massively damaged by squashing 23 cm distal of the is-1 connector pin. The inner conductor helix, as well as the rope conductors to the rv and vcs shock electrodes showed conductor fracture. Sparkover traces could be seen in this area. The observed damage manifestation requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. There were no indications of material defects or manufacturing errors for either the ICD or the lead.